Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Clinical study, (B)(6). A miniarch sling was implanted on (B)(6) 2009. The patient was experiencing post void residuals after implant, onset date of (B)(6) 2009. Prior to hospital discharge, the patient was instructed on intermittent self-catheterization. On (B)(6) 2010, a revision procedure was done involving partial resection of the miniarc sling to reduce urethral tension, and a "posterior colporrhaphy with tissue fixation sutures to the sacrouterine ligament was performed to improve the muscle forces needed for proper bladder emptying". The event was resolved on (B)(6) 2010.